Event description:
Customer has a broken arm due to low blood glucose. The current blood glucose reading is 402 mg/dl. Customer treated with manual injection. Customer does not know the blood glucose level during the low blood glucose event. Customer was found by a neighbor in an (B)(6); customer was taken home and then to the hospital, that is when she found out her arm was broken. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.